Manufacturer narrative:
The device was returned and the evaluation states the weld on the frame is broken at the center hole. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the seat frame broke a the second bolt from the rear on both sides.